Event description:
It was reported that the shroud for the m91 power chair needed to be replaced. A motor which had been replaced several months ago overheated and melted the right side shroud which went undetected.